Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 151.9 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient was in for a scheduled pump replacement surgery. The pump has had no issues to report. Upon inspection of the catheter, the hcp identified a "notch" in the external wall of the proximal segment of the existing catheter. The catheter was aspirated and found to be patent. The hcp also used a clamp to perform a pressure test and no leaks were observed. The hcp decided to remove the portion of the catheter with the notch. The existing catheter was used for all repairs, so nothing extra was used. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Device eval by MFR: pli10: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing.analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Pli20: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 2 of 4 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.